Manufacturer narrative:
Correction: after review, this file has been deemed non-reportable.

Event description:
It was reported that the device had "0 function". There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device had "0 function". There was no patient involvement.